Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb and cine drive were evaluated and reseated. The cine drive was reformatted. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a cine drive error message. This would prevent the cine function from operating, causing a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of injury or death associated with this event.